Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started cooling a neonate about 25 minutes ago in an arctic sun device. The screen was showing low flow or air leak at the bottom in yellow. Nurse confirmed they had not received any alarms; it was showing the message in a yellow banner. Current wfr water flow rate (wfr) was 1 l/min, nurse noted air bubbles in the clamps. Had nurse pause therapy, empty pad, and disconnect pad. Had nurse straighten tubing, confirm no kinks or bends, and reconnect pad holding only the blue tubing and not the clear plastic clamps. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.9-1.3 l/min. Screen still showing the yellow low flow and air leak banner. Discussed optimal flow rate with neonate pad. Suggested nurse to keep an eye on the flow rate, if they receive any alarms or if the flow rate dropped below 0.7 l/min call them back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started cooling a neonate about 25 minutes ago in an arctic sun device. The screen was showing low flow or air leak at the bottom in yellow. Nurse confirmed they had not received any alarms; it was showing the message in a yellow banner. Current wfr water flow rate (wfr) was 1 l/min, nurse noted air bubbles in the clamps. Had nurse pause therapy, empty pad, and disconnect pad. Had nurse straighten tubing, confirm no kinks or bends, and reconnect pad holding only the blue tubing and not the clear plastic clamps. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0.9-1.3 l/min. Screen still showing the yellow low flow and air leak banner. Discussed optimal flow rate with neonate pad. Suggested nurse to keep an eye on the flow rate, if they receive any alarms or if the flow rate dropped below 0.7 l/min call them back.